Event description:
As reported by the (B) (6) registry, the pt experienced a type b dissection during pre-dilation prior to stent deployment and an ischemic stroke post stent deployment. Approx nine days after the index procedure, the pt experienced a vasovagal syncopal episode. During the index procedure, angiography revealed 90% stenosis and moderate calcification of the left proximal of internal carotid artery. The pt's pre-procedure stroke scale score was 0. The pt was asymptomatic. Prior to stent implantation, an angioguard was deployed beyond the lesion, after being pre-dilated with a cordis aviator balloon. A type b dissection occurred during pre-dilation. A precise pro rx stent was implanted at the target lesion, with 10% residual stenosis. Post stent deployment and before post-dilation, the pt exhibited signs of aphasia, right hemiparesis and hemineglect. The pt was diagnosed with an ischemic stroke. There were air bubbles seen on the external carotid artery, which were seen after post dilation, before angioguard retrieval. The reporter indicated that "air bubbles did not contribute to event". The pt did not require emergent surgery. Due to sluggish flow suggestive of occlusion of angioguard, thrombectomy of the stagnant column was performed prior to retrieval of the angioguard. Cerebral angiogram showed occlusion of a small tertiary branch of middle cerebral artery. The vessel was too small for intervention. Integrilin was given, and neurology was consulted. His level of consciousness improved soon after completion of the index procedure and hemiparesis also resolved. He continued to have global aphasia and right sided neglect. The pt was monitored in the ICU overnight. He remained hemodynamically stable. Neurology followed him as well. The pt was discharged two days later with a stroke sore of 3 to rehab. The event was reported to be related to the index procedure. During the procedure, a 6f sheath was used. There was no thrombus noted at any time during procedure. The pt was re-admitted approx nine days post procedure for a vasovagal syncopal episode. He was still noted to have mild aphasia and mild pronator drift on right side, but no other neurologic deficits.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 1016427-2010-00014. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. A review of this lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint.